Event description:
It was reported the post use, cs300 intra-aortic balloon pump (iabp) units balloon broke, and blood ran into the device. The nurse changed the equipment immediately at the time of the incident. There was no injury or death reported.

Manufacturer narrative:
Additional information: contact person phone number :(B)(6). A getinge field service engineer (fse) evaluated the unit and found that the balloon broke, and blood ran into the device, safety disk/crm failed. To fix this issue safety disk, purge tubing/filter/valve needs to be replaced. Waiting for the parts to arrive a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) the balloon broke, and blood ran into the device. It was found after use. There was no injury or death reported.